Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod xl and a non-penumbra diagnostic catheter. It was noted that the patient's anatomy was tortuous. During the procedure, while advancing the pod xl through the diagnostic catheter, the physician experienced resistance. The physician continued advancing the pod xl against resistance and the pod xl became stuck. While retracting the pod xl with force, the embolization coil unintentionally detached within the distal length of diagnostic catheter. The pod xl pusher assembly was removed. The physician then removed the diagnostic catheter containing the detached embolization coil from the patient. The procedure was completed with a new diagnostic catheter and a pod coil and packing coil xl. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod xl confirmed that the embolization coil was detached. Evaluation revealed that the pe fibers were fractured, and the embolization coil had offset coil winds near its proximal end. The fractured pe fibers likely contributed to the reported coil detachment during the procedure. If the pod xl is forcefully retracted against resistance, damage such as fractured pe fibers and offset coil winds on the embolization coil may occur. The reported tortuous anatomy may have contributed to the resistance during the procedure. Further evaluation revealed a kink near the proximal end of the pusher assembly. This damage is incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.